Event description:
It was reported that this right ventricular (rv) lead exhibited a dislodgement. The patient has an underlying condition of sinus bradycardia. The lead was repositioned successfully the next day. No additional adverse patient effects were reported.